Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set cannula was crimped. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).